Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case in the opened carton. Viscoelastic and reddish solution similar in appearance to dried blood was observed. Both haptics are in a bent position. The optic is torn/cut into two portions. One optic portion has scratches and a small split/crack. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was observed. The optic is also torn/cut into two portions. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, what appears to be dried blood, and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction and intraocular lens (iol) implant surgery, the lens was found to be scratched. The lens was removed during the initial procedure and a backup lens implanted with no harm to the patient. Additional information was requested.